Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to leave the wall adapter plugged into a working outlet for at least 30 minutes, which successfully resolved the charging issue with no further assistance needed.